Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-10665. It was reported that a presented in the hospital not feeling well and incoherent. Patient had developed an infection. Physician believes the infection was due to a leg amputation procedure and not to system. Prior to procedure, it was noted that the right atrial lead had increased capture threshold and decreased sensitivity. Also, the right ventricular lead had increased capture threshold, decreased sensitivity, and decreased high voltage impedance. The leads were explanted. Patient was stable post procedure.